Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba and powered unit on service mode. Event error log notice multiple transducer faults. Perform pt801 transducer calibration; failed. Powered in operating mode with received settings and reported problem was duplicated and isolated to bad transducer. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in pt use the ventilator gave transducer fault with audible alarm. The pt was removed from the ventilator and placed on another ventilator, no pt harm.